Event description:
It was reported that during a laparoscopic anterior resection procedure when the device was fired it has been reported that the device misfired and the anvil remained in the patient. Case was converted to an open procedure to complete.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It is possible that the anvil was not properly seated, causing the anvil to pop out when the device was closed. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information provided: how was the anvil removed from the patient? After firing had taken place. Was the retrieval of the anvil all done at the same time as the original procedure? See above. Did the creation of a new anastomosis have any negative out come to the patient? If so please explain? None reported- it was sutured by hand. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Hand tied. Was the spike of the trocar inserted lateral or through the staple line? N/a. What confirmation did the surgeon receive that the anvil was firmly attached? None reported. When the device was fired, where was the indicator within the green zone/gap setting scale? Yes. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? No crunch. Were any unexpected noises heard? None reported. Were any of the forces higher or lower than expected (closing, firing, or opening)? Lower force to fire. Is a pathology specimen and/or report available? No. What steps were taken to confirm successful anastomosis? None reported. Did the operation change significantly as a result of the device issue? Converted from lap to open. What is the patient's age and sex? Not reported. Did a hcp other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No.